Event description:
Approximately 12 hours later, the customer left the ER with a bg level of 145 mg/dl.

Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered too much insulin, and then went to sleep for an extended period of time. Upon waking up, the customer thought a stroke had occurred due to how they felt and was taken to the emergency room (ER) by paramedics. When the customer arrived at the ER, the customer's blood glucose (bg) level was 43 (mg/dl), and was treated with glucose via intravenous (IV) insulin. When the customer left the ER, bg level was 145 mg/dl. Reportedly, the customer does not check bg levels frequently, and delivered the correction boluses based upon consuming two high carbohydrate based meals. The customer reported the event had occurred due to user error as a bolus of 20 units had been delivered prior to going to sleep. At the time of the reported event, the customer stated that condition was "stable" and confirmed that the pump was working as intended.